Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2012 and mesh was used. Months after the repair, the patient felt a snap. The patient underwent an additional procedure on (B)(6) 2012 and a recurrence of the hernia was noted. The bottom side of the mesh had come loose from the abdominal wall and the surgeon was able to peel the rest of the mesh off the abdominal wall. Another like mesh was used to repair the hernia. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.